Event description:
It was reported that multiple intermittent occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge only and resumed insulin.